Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ast, ck creatine kinase, and altpm alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation results for one patient tested on a cobas 8000 c 502 module. The patient's initial ast result was reported outside the laboratory. It was unknown if the initial ck or altpm results were reported outside the laboratory, the information was requested but not provided. The initial ast result was questioned due to the result not matching the patient's previous measurements. The customer performed repeat testing with the sample. At 09:47, the patient's results were ast 12 u/l, ck 8796 u/l, and alt <5 u/l. At 10:04, the patient's repeat alt result was 117 u/l with a data flag. At an unknown time, the patient's repeat ck result was 11641 u/l with a data flag. At 15:48, the patient's repeat ast result was 369 u/l with a data flag. The customer determined the repeat result was correct and matched the patient's history of results. The ast reagent lot number was 555829 with an expiration date of 31-aug-2022. The alt and ck reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and the results were within the acceptable ranges. The investigation confirmed there were no abnormal alarms found on the system alarm trace on the date of the event. The customer's sample pre-analytical details and reaction monitors were requested but not provided. The investigation found the patient's sample had a hemolysis index of 64. For ast, product labeling states, "no significant interference up to an h index of 20 (approximate hemoglobin concentration: 12.4 mol/l or 20 mg/dl). Contamination with erythrocytes will elevate results, because the analyte level in erythrocytes is higher than in normal sera. The level of interference may be variable depending on the content of analyte in the lysed erythrocytes." Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.